Event description:
The advocate stated the customer tested her blood glucose and received a reading of 391 mg/dl using her contour meter. Her glucose was retested using another meter and the reading was 171 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.